Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 16mar2026, the sample has not been returned for investigation. Therefore, the complaint will be completed with all available information. Should the sample be returned in the future, the complaint will be reopened and updated. The complaint cannot be confirmed for sheath and locator mechanical damage as the sample was not returned for investigation. Without a sample the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal device was used during the hemostasis procedure. However, the assembly became kinked immediately upon insertion into the puncture site. Another angio-seal device was then used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. The puncture site was the left common femoral artery. The vessel's diameter was 6 mm. No equipment or other devices were used with the angio-seal.